Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of marlex mesh, patient was diagnosed with abdominal pain, wound infection, abscess thereby underwent repairs and wound debridement. Review of manufacturing records confirms product was manufactured to specification. In regard to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. Unresolved infection may require removal of the mesh." This supplemental emdr is submitted to represent bard flat mesh (device #2). An additional MDR was submitted to represent the bard/davol ventralight st w/echo (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patients attorney that on 5/20/2014, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol marlex reference number (B)(4), lot number huxk0366 was implanted to repair the hernia defect. It is alleged that several years later on (B)(6) 2017, the patient underwent an additional surgery to repair the hernia defect and "remove it." As reported, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: on (B)(6) 2013 - patient was diagnosed with ventral incisional incarcerated hernia and underwent laparoscopic repair with ventralight st mesh w/echo ps (device #1). Per operative notes, "number of different individual hernia over the swiss cheese abdomen were repaired. We selected a rectangular piece of ventralight st w/echo ps mesh and was placed". 20-may-2014 - patient was diagnosed with recurrent ventral incisional incarcerated hernia and underwent open repair with explant of mesh (device #1) and implanted with marlex mesh (device #2). Per operative notes, " all of the mesh from the previous repair was removed. They needed to reenforce the fascial defect with the marlex mesh as an onlay mesh". (B)(6) 2014 - patient was diagnosed with erythema on the upper part of the incision and wound infection during post op visit thereby underwent wound debridement. During the procedure it was identified that the mesh was not exposed to infection. (B)(6) 2017 - patient was diagnosed with large recurrent umbilical ventral hernia and underwent open repair. Per operative notes "a large hernia sac with mostly incarcerated omentum in it which was dissected, and the defect was sutured". 21-feb-2017 - patient was diagnosed with wound infection and wound abscess in periumbilical area. Per operative notes, "there was a purulent grayish fluid which was washed out and debrided the wound and necrotic tissue that was surrounding and coating the abscess cavity. Wound vac was placed". Attorney alleges that the patient experienced abscess, infection, hernia recurrence, seroma, pain and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It is alleged by the patients attorney that on (B)(6) 2014, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol marlex reference number (B)(4), lot number huxk0366 was implanted to repair the hernia defect. It is alleged that several years later on (B)(6) 2017, the patient underwent an additional surgery to repair the hernia defect and "remove it." As reported, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.